Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: information indicated that the phrenic nerve palsy (pnp) recovered and the patient's hospitalization was not extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after the right inferior pulmonary vein (ripv) ablation started, the phrenic nerve twitching response was weak, and the ablation was discontinued. Then, after the ablation of the left side was completed, the twitching response was checked again but it was still weak. The case was completed with radiofrequency. Afterwards, no elevation of the diaphragm was observed by fluoroscopy, an x-ray examination was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least seven applications were performed with catheter 2af284/ 81447 without any issue on the date of the event. A clinical issue was encountered during cryoablation procedure (phrenic nerve palsy) which recovered. There is no indication of product malfunction during procedure. The balloon catheter was not returned for investigation. In conclusion, this is a clinical issue (phrenic nerve palsy-recovered) which was encountered during the procedure. There is no indication of product malfunction during procedure. Balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.